Manufacturer narrative:
(B)(4). The steerable guide catheter has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed as a leak was noted in the steerable guide catheter during preparation. Although there was no patient involvement, if this were to recur in the anatomy, there is potential of air embolism. It was reported that during steerable guide catheter (sgc) preparation and de-airing, the sgc tip was submerged in the water basin per instructions for use (IFU). Following, it was observed that air was replacing fluid in the guide valve. The stopcock was confirmed closed. The device was set aside and not used. There was no patient involvement. Another sgc was used without reported issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported leak was confirmed via returned device analysis. The investigation concluded that the reported user experience was related to the observed tear in the silicone valve; however, a definitive cause for the observed tear could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.